Manufacturer narrative:
(B)(4). The rt266 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. The complaint device will not be returning fisher & paykel healthcare in (B)(4) for evaluation. We are currently gathering additional information from the hospital and will provide a follow up report upon completion of our investigation.

Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare field representative that they noticed excessive condensation in the rt266 infant breathing circuit kit during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Correction: in the initial report death was incorrectly selected in outcomes attributed to adverse event. No patient consequence was reported. The complaint device was not returned to fisher & paykel healthcare (B)(4) for evaluation. Our investigation is based on our knowledge of the product and the information provided by the hospital. The hospital reported that the condensation was located at the patient end of the inspiratory limb where the extension piece was being used. The hospital reported that the rt266 infant breathing circuit was being used with a drager infinity c500 ventilator as a high flow system, which the rt266 infant breathing circuit is not designed to provide humidification for. As stated in our user instructions the rt266 is used for flows of 0.3 - 4 l/min. For the high flow setup the hospital should have used the rt265 infant breathing circuit, which is designed to humidify flows of >4 l/min. The user instructions that accompany the rt266 breathing circuit also state: "check breathing circuits for condensation every 6 hours and drain if required." "The use of circuit/chamber combinations not recommended by fisher & paykel healthcare may result in poor humidification system performance, ventilator malfunction, and harm to the patient/user." A lot check was not performed as a lot number was not provided. It appears that the hospital used the incorrect model of circuit. Without the complaint device, we were unable to confirm the reported fault and determine the root cause of the condensation. If the complaint device was returned, the resistance of the heater wires (inspiratory and expiratory) would have been measured and the device would be tested to check for condensate. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by a number of multiple setup and environmental factors. Our monitoring and trending of complaints involving excessive condensation in infant breathing circuits has a rate of occurrence of (B)(4) sold worldwide in the last year to the end of november 2012.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that they noticed excessive condensation in the rt266 infant breathing circuit kit during use. No patient consequence was reported.